Event description:
It was reported by the customer there was no sleeve covering the huber needle. The hcp suffered a needle stick while attaching the clave and sterile flush. The device was disposed of after the event.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a missing needle guard is inconclusive because the returned photographs depict the non-original sample. Two photographs of 20 g powerloc max infusion sets were returned for evaluation. Inspection of the photographs showed an infusion set in the cardstock. In one photograph, the needle guard was observed on the needle. The other photograph depicted the infusion set without the needle guard. As stated in the description of the event, the original, implicated sample was discarded. The complaint of a missing needle guard could not be confirmed due to the returned photographs depicting the non-original sample. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.